Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose was 150 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.